Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # (B)(4), determined no significant anomaly. It was noted that the setscrew was backed out too far. Analysis of the white ¿chalky¿ substance that was adhered to the ins found the major component to be calcium phosphate. Carbonate might be present and a protein was detected. It was likely the result of calcification that occurred on the device.

Event description:
It was reported that the stimulation was "cutting in and out depending on her body movement." It was noted that the stimulation was also stronger and weaker. The patient reportedly fell a few weeks prior to report and the stimulation issue started on the day of report. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 389233, lot# j0349021v, implanted: (B)(6) 2004, product type lead; product ID 389233, lot# j0349187v, implanted: (B)(6) 2004, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was "possibly due to trauma from a fall." It was unknown if the issue was due to the implantable neurostimulator (ins) or the lead/extension. No surgical intervention was reported. It was noted that an x-ray was ordered. It was noted that the patient experienced a "flutter" sensation in the back and legs. The patient was not hospitalized due to this event. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 389233, lot# j0349021v, implanted: (B)(6) 2004, product type: lead. Product ID 389233, lot# j0349187v, implanted: (B)(6) 2004, product type: lead. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 7427, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 389233, lot# j0349021v, implanted: (B)(6) 2004, product type: lead. Product ID 389233, lot# j0349187v, implanted: (B)(6) 2004, product type: lead. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and extensions were explanted on (B)(6) 2014. A white substance was found on the explanted components. No patient injury occurred. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's leads were impeded after a fall. A replacement surgery was done to replace the leads and due to the age of the ins they wanted to change out the ins at the same time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.